Manufacturer narrative:
The customer reported that their AED will not power on and pompting an error code of " AED error or warning; battery operation". The customer stated that they inserted the test battery and a service code appeared. They performed a manual self test and the AED is working as designed. The customer reported that their AED will not power on. The customer stated that they inserted the test battery, and a service code appeared. They performed a manual self-test, and the AED is working as designed. Analysis of the log files from the AED showed it was manufactured on 08/30/2017 and placed into service on 10/08/2018 with battery pack serial number (B)(6). On 02/24/2022 the AED began flashing its red asi and chirping based on the results from an automated self-test. The AED continued to flash its red asi and chirp until 09/26/2022 when a series of replacement battery packs were inserted. The cause of the replacement battery pack now warning was related to the user failing to address the AED's alert condition which reduced the battery pack's expected life.

Event description:
An international distributor reported their customer's AED would not power on, but it powered on with a spare battery. They reported this did not occur during patient use.